Manufacturer narrative:
Additional information received: it was confirmed that the entered aneurx stent graft system was explanted and the type of endoleak is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: explanted grafts were returned for analysis. Transection cut between stent ring 15 and stent ring 16 of the ipsilateral leg of the bifurcate. Trainwrecking visible between stent ring 4, stent ring 5 and stent ring 6, and between stent ring 12 and stent ring 13 of the bifurcate ipsilateral leg. Multiple suture breaks were observed along the length of the bifurcate stent graft and the limb stent graft. Multiple abrasion tears were visible to the bifurcate stent graft fabric ranging in size from 0.71 mm sq to 1.73 mm sq. Four abrasion tears were visible on the limb stent graft fabric between stent ring 9 and 10 ranging in size from 1.07mm sq to 4.32 mm sq. No nitinol breaks were observed to the bifurcate and limb stent grafts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak and aneurysm rupture were confirmed on the provided films; however, the cause and subtype of the endoleak could not be determined. Lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy, and earlier post-implant CT scans were not available for comparison of the stent graft's in vivo configuration over time. Endoleak interrogation via selective angiograms (i.e., injecting contrast from several levels within the stent graft) was not available for a thorough assessment of the endoleak source, making determination of the endoleak difficult. Bilateral loss of marginal seal was observed during film review, with no obvious contrast leakage noted distally. Although the cause of the endoleak could not be determined, it is possible that disease progression associated with vessel morphology changes over the 16 years since implantation, as noted by the loss of distal seal, may have been a contributory factor to the reported events. A type iiib endoleak cannot be ruled out as a potential source as there was some calcification noted at the level of the left limb which could have potentially led to fabric abrasion. Type ia endoleak seems unlikely, but it cannot be fully ruled out either. Type iiia is not considered a factor due to adequate component overlap. Type ii endoleaks are unlikely as there was no obvious retrograde flow into the aneurysm sac from collateral vessels. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: aexc282840, serial/lot #: (B)(6), ubd: 26-mar-2009, UDI#: (B)(4); product ID: ilxch1616115, serial/lot #: (B)(6), ubd: 26-sep-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post the implant of a aneurx stent graft system, a patient presented in the hospital emergency room with back pain, and it was discovered that the patient had a ruptured abdominal aortic aneurysm measuring 65 millimeters. Endoleaks were noted with the aneurysm rupture. The patient was taken back to surgery where the endograft was explanted. The healthcare professional could not determine the cause of the event.